Event description:
Mckesson complaint number (B)(4) concerns a problem where the needle gets pushed out when connecting the blood collection tube with the needle. When tightening with force, the threaded part slips.

Manufacturer narrative:
Upon receiving feedback from customers that "the needle will be pushed out when the nurse connects the blood collection tube with the blood collection needle, tightening forcefully causes the threaded part to slip," our company immediately organized quality control, production, and other related personnel to investigate and analyze the situation. The specific details are as follows: (1) sample testing: on (B)(6) 2023 10 samples of the blood collection needle product with batch number: ckdb05-01, specification: 22g×1 inch were extracted. Using our company's different types of needle holders, a simulated manual twisting test was conducted, all yielding normal results. A simulated blood collection test was also performed using 1 blood collection needle product and 5 collection tubes, all of which resulted in successful collection and passed the test as qualified (testing personnel: (B)(6)). (2) production process review: the batch production records and finished product inspection reports were traced back to review the production process of the batch number, with no abnormal situations found during the production and inspection processes. (3) sample testing: on (B)(6) 2023, we received 2 unused blood collection needle products with batch number: ckdb05-01, specification: 22g×1 inch sent by the customer. Using the needle holder from the customer's sample, a simulated manual twisting test was conducted, resulting in normal rotation (as shown in attachment 1 video). A simulated blood collection test was also carried out using 1 blood collection needle product and 5 collection tubes, resulting in successful collection (as shown in attachment 2 video), passing the test as qualified (testing personnel: (B)(6). Based on the above investigation, our company tested the relevant blood collection needle products, and all results showed successful collection with no occurrence of the mentioned situation. Considering the customer feedback during clinical use where the needle is pushed out when connecting the blood collection needle, tightening forcefully causes the threaded part to slip, it may be due to individual blood collection needle products or needle holders with damaged threads. Detailed analysis is needed for the defective blood collection needle products and the needle holders used for twisting.